Event description:
Subcutaneous swollen was found during routine flush. And there is a small hole detected after the port was removed.

Manufacturer narrative:
One 6.6f pro-fuse port was returned for evaluation. The returned device was examined at 10x magnification. A hole in the base slightly offset from the center with raised protrusions from the surface was observed. A functional evaluation determined the mark to be a pin hole that leaks when the port is flushed. The hole appears to be the result of a needle exiting the floor of the port. An examination of the needle tracks through the septum it appears there was no significant concentration of track marks in any one area. With the limited number of apparent access points and good dispersion of track marks through the septum it is unlikely repetitive needle punctures fatigued the material. Testing determined the average force required to pierce the low profile port base floor with 19 and 22gauge huber style needles. For the 19gauge needle the average force was 15.91 lbs with a minimum force of 14 lbs. For the 22 gauge needles the needles bent at an average force of 4.62 lbs and did not penetrate the base floor. We are unable to determine the cause of this event. Excessive force may have been used when accessing the port.